Manufacturer narrative:
(B)(4). Correction to remove the following verbiage: "it was reported that the sensor was worn beyond seven days. The dexcom g4® platinum continuous glucose monitoring system states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that he believes the sensor wire was left in the skin after he first attempted insertion. Patient reported that the transmitter was snapped into the sensor pod when the sensor was removed. Patient described the insertion site as red and slightly scabbed. Additionally, patient was not able to locate any portion of the sensor wire. No additional event or patient information is available. It was reported that the sensor was worn beyond seven days. The dexcom g4 platinum continuous glucose monitoring system states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.